Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused medication to the patient. The expected medication delivery time was 46 hours; however, after the expected therapy time was completed, it was observed that there was still in estimation of 5-10ml of medication still in the device that had not been delivered to the patient. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.